Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the admission. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated their sensor was not communicating with their pump. Troubleshooting was not completed as the customer declined. The customer said they've been having highs due to an ulcer. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.